Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer declined to troubleshoot the current occlusion to find a possible cause of the occlusion. Customer's blood glucose levels ranged from 202 mg/dl to 400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.